Manufacturer narrative:
Analysis of the ins ((B)(4)) found that ins was functionally okay with insignificant anomalies. Analysis of the tined lead ((B)(4)) found no significant anomaly. The distal end of the lead conductor was broken due to overstress damage. The #1 and #3 conductors were broken at the electrode weld sites.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had shorting of the device and pain down their legs. There was low (omitted illegible part) life and open circuits times 5. The device was not working. There was no patient death and no patient injury.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v172553, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID 3031a, serial# (B)(4), product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s old device was a bad device and they had to take it out because it was shocking them. When explanted, the manufacturer representative gave the device to the patient and told them it was destroyed. Over a month ago the patient was sent a box and they mailed their old ins to the manufacturer for analysis.

Event description:
It was reported that over three years ago the patient complained to her healthcare provider (hcp) at the time that she was having shocking sensations. Her battery was checked and she was told that everything was fine. She changed physicians and the new hcp determined that only one lead was functioning and it had a short in it. This was the reason why the patient was feeling shocking. The device was replaced. The manufacturer representative received a call from the hcp¿s office and was told the device was defective, but the representative was unfamiliar with what had happened. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-21474 as the patient was also very ill at the time of the replacement.